Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation procedure a uterine perforation was noted as "two small holes near the left and right of the fundus." The perforation was first recognized when the cia (cavity integrity assessment) test failed and then by hysteroscope view of the cavity post novasure device removal. No medical intervention was needed and the patient was discharged home the same day.